Manufacturer narrative:
Batch review performed on 30 november 2020: lot 1907353: (B)(4) items manufactured and released on 20-nov-2019. Expiration date: 2024-11-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved: batch review performed on 30 november 2020: liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot 2000183: (B)(4) items manufactured and released on 10-mar-2020. Expiration date: 2025-02-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar event reported.

Event description:
The patient came in, 2 months after primary surgery, due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.